Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there were air bubbles in the cartridge tubing. Customer's blood glucose was 385 mg/dl. Recommendation was made for the customer to prime the tubing to remove the air. Reportedly, customer declined troubleshooting.